Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that a revision occurred due to that patient's ins moving over the patient's spine which caused pain. The revision occurred in (B)(6) 2017. No further complications reported.